Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent recurrent incisional umbilical hernia repair on (B)(6) 2015 and mesh was implanted. Initially after surgery, the patient presented with a large hematoma and was taken back to the or. The wound was washed out and closed over drains. Beginning on (B)(6) 2015, the patient developed sepsis of the wound with purulent drainage and dehiscence partially at the site of the clips. The clips were removed and the patient was treated with oral antibiotics and wound dressings. Cultures were performed of the hematoma and the results were unyielding of any growth. No cultures were performed on the wound sepsis. The physician opined that contributing factors to the event were re-operation for hematoma and repeat dissection of same tissue planes, large open wound and obesity. The patient has returned home and the wounds are healing. The current patient status is reported as well and the patient is on light duty at work. The mesh remains implanted.